Event description:
It was reported that threshold values measured higher through the explanted implantable pulse generator (ipg) than the newly implanted ipg. It was questioned whether the explanted ipg was actually delivering the stated output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.